Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis confirmed and replicated the customer reported complaint. The instrument was found to have a broken roll gear. Visual inspection was performed and roll idler gear was found in several broken pieces between the distal and mid chassis. The instrument was unable to roll due to multiple broken pieces preventing the shaft from rotating properly. After removing the broken pieces, the instrument was able to rotate via shaft; however, unintuitive motion was observed due to the broken roll idler gear. Each input disk was manually articulated and responded accordingly except for the roll input. The release buttons were functional. There was no external damage to the snake wrist, housing and grip tips. The instrument was found to have unintuitive motion. The instrument was tested on the in-house system and unintuitive motion was observed. Due to the broken roll gear, the instrument wrist unable to roll properly, which contributed to the unintuitive motion. The instrument was found to have scratch marks and abrasions on the tube adapter. During visual inspection, scratch marks and abrasion was observed on the tube adapter, located at the distal tip of the instrument. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the sp monopolar curved scissors instrument movements did not correspond to the console surgeon. There was non-intuitive motion. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument didn't move according to surgeon's commands. Non-intuitive motion was observed. It moved in an unintended way or contrary to surgeon's commands.